Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly had a tiny hole in the shaft of the balloon. It was further reported that the pta balloon allegedly leaked during flushing. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 35 dilatation catheter was returned for evaluation. Microscopic observations show a partial longitudinal tear noted on the catheter shaft. No specific anomalies were noted in the visual evaluation. On the functional testing, the returned catheter was attempted to inflate from 8 to 14 atm with an in-house presto inflation device, but it was unsuccessful. A further attempt of inflation water was noted to be streaming from the catheter shaft from the site of the tear. As the microscopic observations show, the evidence of catheter shaft tears. Hence, the investigation was confirmed for the reported catheter shaft hole and identified catheter shaft tear. A definitive root cause for the reported catheter shaft hole and identified catheter shaft tear could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10